Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was 178 mg/dl. The customer stated that the at the reservoir opening there was a broke off and the rubber ring was missing. The device will not be return for analysis.